Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire received the suspected device and performed analysis. The reported complaint was confirmed and duplicated. This is a known issue which can be referenced with corrective and preventive action (CAPA) -2017-0206 and scar ps-14-46.